Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used to treat a lower biliary duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the push catheter was broken into two pieces and the stent was consequently unable to deploy. The procedure was completed with another naviflex delivery system. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was broken. Please see block h10 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6). Block h6: imdrf device code a0401 captures the reportable investigation findings of catheter-guide break. Block h11: a naviflex delivery system was received for analysis; however, the guide catheter was not returned. Destructive inspection was performed, and it was noted that the pull wire hypotube doesn't have any part of the guide catheter attached to it. The push catheter was visually inspected, and no damages were noted. No other problems with the delivery system were noted. The reported event of push catheter break was not confirmed as no damages were found on the push catheter. The investigation findings could not lead to a clear conclusion about the cause of the observed event of catheter-guide break as the guide catheter was not returned. Therefore, taking all available information into consideration, the overall root cause of this event is cause not established.